Event description:
The duett was deployed following an interventional procedure, via a 7 fr sheath in the common femoral artery. The device was returned to vsi after the operator experienced a balloon rupture. Upon device examination by vsi, a large longitudnal tear was found in the balloon, along with a breakage in the core wire inside the balloon. No injury or adverse event resulted from this incident.